Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range, criteria for right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported the lead displayed high impedance, the pacing/sensing impedance was unstable and high, there was noise, short v-v intervals, and non-sustained ventricular tachycardia. Additionally, there was a possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.